Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances, and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical, and laboratory findings have been evaluated.

Event description:
The customer reported a false positive result, which occurred on (B)(6) 2020 when administering the surestep hcg kit on a patient undergoing infertility treatment. The patient was then tested 2 times using a different sample. One with the same lot, and another with a different lot, both receiving negative results. The same day confirmatory serum hcg test was negative. The patient had scheduled an elective hysterosalpingographic (hsg) procedure for a radiological infertility investigation which was delayed until the 10th day of her next menstrual cycle. It was not a critical procedure, and there was no physical harm to the patient although emotional distress was noted.

Manufacturer narrative:
Additional information for the investigation conclusion: review of the photo provided of the test device verified that the background had not cleared, and found that the sample had not migrated fully up the test strip. Per the package insert, a clear background is an internal negative procedural control. If a background color appears in the result window and interferes with the ability to read the test result, the result may be invalid. The cause of the incomplete migration could not be identified from the information available. However, correct sample volume is important to ensure proper sample migration. Per the package insert, hold the dropper vertically and transfer 3 full drops of urine (approx. 100ul) to the specimen well (s) of the test device, and then start the timer. Avoid trapping air bubbles in the specimen well (s).